Event description:
It was reported that during a photo selective vaporization of the prostate (pvp) procedure the fiber broke at 148,475 joules and 7:57 minutes of use the fiber was cleaned during the procedure. A second fiber was used to complete the procedure. There was no report of injury to the patient.